Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient visited doctor who decided who removed the sensor from patient's arm to treat the infected area. Patient is feeling fine and a new sensor was inserted in other site.

Event description:
Senseonics was made aware of an instance where patient developed infection at insertion site. On (B)(6) 2020, pus came out from the infected area. Patient helped himself with disinfectant and band-aid. On (B)(6) 2020, senseonics was made aware of additional information that while removing pus, the sensor also came out automatically and removal was done by doctor on (B)(6) 2020. Site was disinfected and a bandage was applied and wound got healed. Patient is doing fine.